Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. It was reported to philips the device will not power on. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The battery was replaced and the device returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported to philips the device had a boot failure. The was no patient involvement or user harm reported at the time of the event.